Manufacturer narrative:
The agent reported revision surgery due to infection. Female 28. Complaint has been evaluated and is similar to report number 1644408-2022-00724; 436-28-007, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to infection.